Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "granulomatous response to silicone."

Event description:
Patient reported left side "severe swelling in my left breast" and "phantom pains" bilaterally. Healthcare professional reported "granulomatous response to silicone" and "decrease nipple sensation" and "concerned her implants could be contributing to these issues," "grade ii capsule on the left" and "concerns." Patient additionally reported "arthritis in my hips and hands," "migraines," "brain fog," "dry eyes," "hair loss and several other symptoms" and "difficulty with cognition of memory"; these events are not related to the device. Device has been explanted.